Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure a shaft break occurred. During preparation of a 8mm x 1.50mm emerge push balloon catheter, when the technician attempted to remove the device from the hoop with normal force applied, the shaft of the device broke at the proximal portion. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure a shaft break occurred. During preparation of a 8mm x 1.50mm emerge push balloon catheter, when the technician attempted to remove the device from the hoop with normal force applied, the shaft of the device broke at the proximal portion. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed that the distal portion of the emerge catheter and balloon were not returned for product analysis. The hypotube separation was 2cm from the edge of the strain relief. The hypotube fracture surface was oval, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).